Event description:
It was reported the patient was trying to connect to the implantable neurostimulator (ins) and decrease stimulation about 3-4 nights prior to the date of this report. It was stated the patient was getting a shock/jolt every 50 seconds for two hours until stimulation could be decreased to 1.0v. The shocking sensation was felt on the right side about 10 inches from the ins. There were no recent accidents or traumas, but it was noted the implant area was sore and aching. The area had been sore for two weeks. It was noted the patient could not see their doctor until (B)(6) 2013, but the patient could not wait that long with the kind of pain they were experiencing. Information received a little less than two weeks later indicated the cause of the event was unknown. The shocking experienced was noted to be ¿sudden.¿ no abnormal impedances were noted. Reprogramming with normal settings had occurred on (B)(6) 2013. The system ended up being removed which resulted in a resolution of symptoms. No hospitalization was reported and the patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v758211, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).